Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed an error. The customer did not know the blood glucose reading. One of the error alarms occurred shortly after a new battery was inserted. Explained that the insulin pump had experienced an unexpected restart. Advised the customer to monitor the device and to call back if the issues recur. Nothing further reported.